Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record (DHR) could not be reviewed as the lot number for the device was not provided. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that after a left heart catheterization (lhc) while in recovery, the recovery staff noticed the tr band was deflating before they began the removal protocol. Staff reinflated the tr band and continued with removal as per protocol. Procedure was a success. There was no harm to the patient and the patient remained in stable condition. The estimated blood loss was less than 250cc. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use, as per normal procedures.